Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4). Product type: recharger. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Device analysis for the desktop charger revealed cable assembly with broken connector.

Event description:
The patient reported that the implantable neurostimulator recharger (insr) was not charging, and was broken. The patient was having trouble and was not able to recharge their device. It was noted that the patient doesn't use the belt as she typically gets better results just holding in place. The problems with the insr started a couple days prior to report, and the connector pin came off altogether the previous day. A recharge coupling problem was reported, and an antenna locate feature was attempted, which did not resolve the issue. It was noted that 8 bars were typically shaded, and the patient typically recharged every week. No coupling bars were attained at the time of report. It was also noted that the patient stated that the aspects of recharging were confusing. No stimulation sensation was reported to occur the day prior. The patient experienced a loss of therapeutic effect and severe pain. They were not able to sleep, and it was noted that they were maxed out on medications. A broken connector on the desktop charger (dtc) was re ported. No patient injury reported. The indication for use included complex regional pain syndrome type ii.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.